Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery : battery / (B)(4) / model #: 1650de / expiration date: 2017-12-31 UDI #: (B)(4), return date: (B)(6) 2018, device evaluation anticipated, but not yet begun: mfg date: 2016-12-31 (B)(4).

Event description:
It was reported that two batteries were not providing power to the controller and displayed a red light when connected to the battery charger. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller; no red light displayed when connected to a battery charger. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries flashing red when connected to a battery charger are most often attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% rsoc may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. Based on the available information, a possible root cause of the batteries flashing red may be attributed to a high max error at the time of the reported event. The returned batteries, however, did not exhibit a high max error when analyzed. Additional products: battery (B)(4). Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.